Manufacturer narrative:
3m account representative provided product education to the facility.

Event description:
Customer reported a 1657 tegaderm dressing was used to cover a central line catheter site. The central line allegedly came out and was found on the floor. No additional information was provided. Medical complaint investigator made several unsuccessful attempts to contact the customer for additional information and no response was received.